Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastroduodenectomy procedure, while clipping the vessel the device had damaged seal, disengaged seal and there was an air or gas leaked. A new device was used to complete the case. There was no patient injury.